Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. It appears as though it was losing power and coming back up. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. It appears as though it was losing power and coming back up. The repair center tested the unit for extended hours which is 72 plus hours, but the issue was not duplicated. The hard drives have been used for more than 2 years, and they recommended them to be replaced. No patient harm was reported. Service requested / performed: the device, (pu-681ra sn (B)(6)), was returned, decontaminated, and evaluated. During evaluation and extended testing and inspection, no issues were found with the device, as the device functioned as expected, within specification in all areas. We replaced the hdds (as a preventative measure) and updated the software, and the device was then shipped back to the customer. Investigation conclusion: we confirmed the reported issue was attributed to a software version compatibility issue, which was resolved by the customer upgrading the software to version 02-23, which addressed the issue. Once the software was updated, the issue on all cns devices at the facility was resolved, and no further assistance was requested. As a preventative measure, the hdds on the device were also replaced, as the device was installed at the facility on (B)(6) 2021. Because the hdds had been used for more than 2 (two) years, we recommended replacement, as a preventative measure. The following fields are not applicable (na) to the MDR report: b2 d4 lot number & expiration d6a - d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. A2 - a6 b6 - b7 d10 concomitant medical device attempt #1 11/03/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the patient and additional device information as requested. Telemetry transmitter (12 units) model: gz-130pa sn: ni additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. It appears as though it was losing power and coming back up. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. It appears as though it was losing power and coming back up. The repair center tested the unit for extended hours which is 72 plus hours, but the issue was not duplicated. The hard drives have been used for more than 2 years, and they recommended them to be replaced. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt #1 11/03/2023 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not provide the patient and additional device information as requested. Telemetry transmitter ((B)(4)) model: gz-130pa. Sn: ni.

Manufacturer narrative:
UDI related data quality updates. Corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) was boot looping. It appears as though it was losing power and coming back up. No patient harm was reported.